Event description:
Patient reported that the catalog and lot number, expiration date, and control range information had rubbed off the strip vial label. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.